Event description:
Information was received that reported a pt was hospitalized in 2009 due, to an incident of hyperglycemia. Per the rptr, the pt awoke, feeling ill, his blood glucose was >300 mg/dl. That afternoon, his blood glucose was 411 mg/dl. Later that evening, he became more ill and was taken to the hospital. He was admitted and treated with IV fluids and insulin. The device should be returned for evaluation; to ensure that it is functioning correctly, and did not contribute to the reported incidence, but at the time of this report has not been returned.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available, and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.